Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the device history record for (B)(4), lot number z000006305, identified no relevant deviations or anomalies. Product examination found that the battery pack had been damaged from leaking batteries. The leak had caused battery contacts to become corroded. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during surgery, the product didn't work. Investigation results found that there was a liquid leaking from the battery. No adverse events were reported as a result of this malfunction.